Manufacturer narrative:
The event of iritis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported xen®45 gts was explanted due to active iritis in the unknown eye.